Manufacturer narrative:
The reported event is confirmed manufacturing related. This is addressed by CAPA 12182448. Visual evaluation noted inflated catheter with 10 ml mbs using in house syringe. During inflation, pinhole at trifurcation site found measuring 0.022 in. Therefore, the reported event is confirmed and does not meet specifications per (B)(4) which states catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Risk review, labeling review, and DHR review are not required as event has already being investigated per CAPA 12182448. Refer to CAPA 12182448 for further details. Corrections made to tab(s) d and f. Initial reporter complete facility name: (B)(6) hospital. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter fixed water was leaking.

Manufacturer narrative:
Initial reporter name: (B)(6). The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter fixed water was leaking.